Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2013-03262 and 1627487-2013-03263. The patient received 3 scs leads with different lot numbers. It was reported the patient was experiencing intermittent stimulation in addition to overstimulation. Subsequently, the patient's scs leads were replaced. Additionally, the patient's scs ipg pocket site was revised to make it deeper.